Event description:
A customer contacted beckman coulter (bec) to report that the olympus au481-10e (au480) with ion selective electrode (ise) clinical chemistry analyzer generated erroneously elevated ise results on multiple days ((B)(6) 2013). This report documents the erroneous results obtained on (B)(6) 2013. The customer did not provide any patient data, but indicated that the instrument generated approximately three (3) erroneously high ise patient results on the sodium (na), chloride (cl), and potassium (k) assay runs. The samples were rerun and yielded normal results. The erroneous results were not reported out of the laboratory. The customer did not provide any patient data for this event. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There was no death nor injury or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not available. Quality control (qc) was run prior to and after the event and recovered within the laboratory established ranges. Customer stated that they had replaced electrodes as part of their continued troubleshooting, but did not resolve the issue. A service request was initiated. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the ise reference valve to be introducing bubbles into the flow cell. Fse also found the ise buffer syringe was leaking. The fse replaced the ise reference valve and buffer syringe. The ise system was primed, recalibrated and qc performed. Qc results were acceptable and system was verified to meet specifications. The customer confirmed that no further ise issues have been noted since the service call. The following mdrs are associated with this event and document the reoccurrence of this issue, at this customer site, on separate days: 9612296-2013-00132 (initial occurrence) 9612296-2013-00133 9612296-2013-00135 9612296-2013-00136 9612296-2013-00137.